Event description:
Healthcare professional reported a patient was injected with 1ml of JUVÉDERM® VOLUX¿ XC into the jawline and an unspecified dermal filler into the midface. Patient experienced a delayed-onset infection affecting the the cheek on one side about two months after the VOLUX injection.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.The event is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.This is a known potential adverse event addressed in the product labeling.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.